Event description:
While the medevac crew was preparing to intubate a patient on a scene call, the glidescope's screen initially had a clear screen but then became very grainy and then faded to black and would not turn back on. Instrument was then set aside and not used on pt. Crew proceeded with intubating the pt without the scope. After pt care, crew member placed the glidescope back on the charger. The next shift's crew attempted to turn the scope on but it would not turn on and screen remained black.